Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the intestine to remove a polyp during a polypectomy procedure performed on (B)(6) 2025. During procedure, the handle was not smooth and there was a problem with the deployment. The snare could be extended with forces applied, but not smooth and could not remove the polyp accurately. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h11: investigation result the returned captivator ii was analyzed, a visual evaluation noted that the working length was bent at proximal section (strain relief), due to this condition the handle cannula was hitting the sheath inside of the strain relief, leaving scratching marks in the material, making the device difficult to actuate. Functional inspection was done, and the device was extended and retracted in the 10- inch loop fixture and the loop could extend. A second functional test was performed, and the device was actuated manually, and it was difficult to actuate. Lastly, electrical test was conducted, and the device was found within specification. No other problems with the device were noted. The reported event of loop unable to cut was not confirmed. The device had the continuity and electrical test performed in which the device found within specification. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the intestine to remove a polyp during a polypectomy procedure performed on (B)(6) 2025. During procedure, the handle was not smooth and there was a problem with the deployment. The snare could be extended with forces applied, but not smooth and could not remove the polyp accurately. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.